Manufacturer narrative:
(B) (4): evaluation of the driver confirmed the breakage of the tip. The device is worn. The remaining portion of the tip is rounded over. Break area shows no material voids. Break area indicates a ductile fracture occurred from excessive force placed on the driver. Driver has been in use for eight years without previous issue. Root cause: improper use (B) (4)

Event description:
Surgeon was performing a revision right acl reconstruction and when placing the tibial screw, the tip of the driver broke off inside the screw and became stuck. The driver was removed but part of the tip remained inside the rci screw and was hence left in the patient.